Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 09-june-2022. H.6. Investigation summary: one injector was provided to our quality team for investigation. Upon visual inspection, the rotations stops were broken and the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2107014 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were used for further evaluation, no damage or other defects were observed on any of the injectors and no breakage of the safety sleeve or exposure of the injector needle occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the injector needle was exposed while using the bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from japanese to english: the hcp disengaged the injector to shift to the next anticancer agent and then the injector needle was exposed.